Event description:
Clinical study. Same case as MDR 6000093-2005-00755, and 00756. Same patient as MDR 6000093-2004-01603,-01604, and -01605. 163 days after a coronary artery drug eluting stenting procedure the patient underwent a target vessel reintervention (tvr) of the proximal right coronary artery (rca), and the mid left anterior descending artery (lad). The index procedure treated three target lesions. Target lesion 1 was a 2.5 mm vessel diameter, 95% stenosed region of the mid lad. The physician direct stented the lesion with one taxus express2 8.8 % 2.5x12 mm drug eluting stent without complication. Target lesion 2 was a 2.5 mm vessel diameter, 80% stenosed region of the mid rca. The physician direct stented the lesion with one taxus express2 8.8% 2.5x12 mm drug eluting stent without complication. Target lesion 3 was a 2.75 mm vessel diameter, 95% stenosed region of the proximal rca. The physician direct stented the lesion with one taxus express2 8.8% 2.75x12mm drug eluting stent without complication. The drug eluting stent from target lesion 2 overlaps the drug eluting stent from target lesion 3 by 2.0 mm. The patient was discharged from the hospital one day post index procedure receiving asa, and plavix. The site reported that the patient underwent a tvr to the proximal rca and the mid lad to alleviate focal in-stent restenosis 163 days post index procedure. The physician treated both lesions by placing one taxus stent in each target vessel. The patient was discharged from the hospital one day posttvr.

Event description:
It was further reported that all of the target lesions were predilated prior to taxus stent placement. Residual stenosis of all target lesions was 0% after stent placement. Target lesion 1 and 2 were 9.0 mm long, and target lesion 3 and 4.0 mm long. The pt presented 163 days post arrive 2 enrollment with chest pain. Cardiac catheterization revealed that the lmca was normal, the lad had 60-70% re-stenotic lesions within the previously placed stent, 50% ostial stenosis of the 1st diagonal at the site of prior ptca, and 30 irregularity beyond the 1st diagonal within the previously placed stent. The lcx had 30% proximal irregularity, the rca has a 90% re-stenotic lesion of the ostium at the site of the previously placed stent, and 0% irregularity in the mid rca at the site of the previously placed stent, and 0% irregularity in the mid rca at the site of the previously placed stent. The lvef was 65%. The lad lesions were treated with a 2.5 x 16 mm taxus stent and the ostial rca stenosis was treated with a 3.0 x 16mm taxus stent. Residual stenosis was 0% in both vessels. In the opinion of the physician there was a probable relationship between the taxus stent and the tvr.